Event description:
It was reported that their device would not recognize the therapy cable assembly, when connected. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they replaced the therapy connector assembly which did resolve the reported failure. Proper device operation was then observed through functional and performance testing and the device was returned to the end user for use. The device will not be returned to physio-control for evaluation.